Event description:
On (B)(6) 2018- fusion set hub was broken in sterile packaging, broken pieces were not in the sterile packaging. Condition unusable. On (B)(6) 2018- infusion set hub needle was not connected to the tubing. Insulin could not be dosed. Medtronic did not take my complaint seriously and stated that I was not able to follow up. This should be a non-conforming event and is a failure of there quality system.